Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient was not cooling on arctic sun device. The therapy was completed on another device with no further issues.